Event description:
Customer reported blood glucose results of 586 mg/dl, 180 mg/dl, 262 mg/dl, hi, which on the advantage system indicates a result in excess of 600 mg/dl, 161 mg/dl, 172 mg/dl, 206 mg/dl, and 228 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.